Event description:
During preparation for use of the device for cardiopulmonary bypass, when ac power was removed, the backup batteries did not operate the device for the length of time expected as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.